Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and complaint history reviews were not performed because this incident was based on an article review and no lot information was provided. Based on available information and the limited information from the article, the cause of the reported bleeding, and renal failure were unable to be determined. The reported patient effects of hemorrhage, and renal failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Literature attachment: article title: combined use of mitraclip and ventricular assist devices in cardiogenic shock: mitra-assist registry

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event estimated. D4: the UDI is unknown due to the part/lot number was not provided. D6: date of implant estimated. Literature attachment: "combined use of mitraclip and ventricular assist devices in cardiogenic shock: mitra-assist registry".

Event description:
It was reported through a research article that from june 2016 to december 2022, 24 patients underwent a combined mitraclip and other transcatheter edge-to-edge therapy (teer) product. The implanted mitraclip may have caused or contribute to bleeding, kidney failure, and prolonged hospitalization. Additional information is listed in the attached article, titled ¿combined use of mitraclip and ventricular assist devices in cardiogenic shock: mitra-assist registry.¿